Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during therapy, while the hp was connected. The technical service representative (tsr) could not determine a definite cause due to the fact that the alarm occurred the night before. The tsr was not able to perform any troubleshooting. The tsr informed the registered nurse (rn) of the meaning of the alarm. The hp was going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.